Manufacturer narrative:
Additional information: h6, h10. Events of atrioventricular block and 'dislocation' were reported in a research article. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported through a research article titled "long-term performance after interventional vsd closure¿single center experience in pediatric and adult patients" that 196 catheterization procedures were performed between 1993 and 2018. The implanted devices included amplatzer membranous or muscular vsd occluder (116), nit-occlud lê vsd (24), amplatzer duct occluder ii (19), amplatzer duct occluder I (19), lifetech konar mfo (8), and other devices (10). The complications reported included one device explant due to complete atrioventricular block four days post procedure, and 4 of the 196 devices were removed due to dislocation. It was not reported what devices were associated with these complications. No additional information could be obtained.